Event description:
It was reported that the collimator "bad iris pot" error message apears intermittently on the mainframe control panel display on the 9600+ system during the system boot-up. The system requires multiple boot-up attempts before the error goes away and the system then fully boots.